Event description:
I have used endoform dermal templates on my chronic leg wounds since 2016. I was in a car accident many years ago and am left with open wounds on my lower legs that must remain sterile. In (B)(6) 2018 I developed a progressive deterioration in and around the wounds while still using this product. An infection began to spread outward, turning yellow and black with thick colored seepage. I was placed on oral antibiotics for a month and now I am on topical antibiotics. The wounds themselves have tripled in size and doctors have been unable to contain the spreading. I have now received a recall for the same products I have been placing on my chronic wounds. Aroa biosurgery ltd. Has issued a statement saying there is a quality control problem with potential pouch seal integrity rendering the product non-sterile, dating back to march 2018. I therefore have been putting non-sterile bandages on my open chronic wounds for months. Frequency? Daily. How was it taken or used? Topical. Why was the person using the product? (Such as what condition was it supposed to treat) chronic leg wounds. Therapy duration? 3 year.